Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: cordis 6f al75, stent: 2.75 x 12 mm promus premier (x2), 3.0 x 16 mm promus premier. The device was not returned for analysis. It should be noted that the hi-torque guide wires instructions for use, states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was attempted to be removed interaction with the heavily calcified anatomy and/or interaction with the guiding catheter/other devices resulted in the reported difficult to remove. Manipulation of the guide wire during attempts to remove resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
User facility medwatch report received stating: "patient was undergoing a coronary intervention (nstemi with bump in troponins to 145) to the right coronary artery. The vessel was heavily calcified and contained thrombus; two stents were initially placed (mid and distal), however a small dissection was noted at the proximal vessel so a third stent was deployed. Once the stents were deployed and vessel demonstrated improved flow, the decision was made to remove the wire and obtain additional angiograms. The physician attempted to remove the wire, but the wire would not come out. The physician attempted to place another balloon to further dilate the proximal stent, but the stent would not pass beyond the proximal portion of the stent. A second wire was introduced which did allow for further dilation, but once again the wire was not freed. The physician worked for 90 minutes to free the wire, but was unsuccessful. The decision was then made to remove all of the catheters and with this action the wire "snapped" at the level of the descending aorta. Cardiac surgery was consulted. (Left main: 70% and aortic stenosis). Patient underwent CABG and avt with wire removal 9 days post cath. Surgeon notes, wire was removed using "gentle steady pressure pulling on the guidewire. This removed the guide wire in 1 piece." Additional information received stating that during removal of the balance middleweight (bmw) elite guide wire, resistance was met with the guiding catheter and force was applied, which separated the guide wire in 2 pieces. The patient tolerated the surgery well and was transferred to intensive care unit.